Manufacturer narrative:
A ge service rep performed an onsite investigation. The hand switch and mainframe and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. The malfunction may have resulted in a possible accidental radiation occurrence. No pt injury was reported.